Event description:
Same case as 2134265-2008-04442. It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection and stent dislodgement occurred. The lesion was pre-dilated, unk type and size balloon. The physician attempted to place a taxus express2 atom drug eluting stent, unk size, to the severely calcified and severely tortuous, left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the stent was not on the stent delivery catheter or in the guide catheter. The stent was found in the proximal lad and attempts to snare the stent were unsuccessful. The physician was going to balloon it against the vessel, but realized a spiral dissection had occurred. The taxus was then stented against the vessel wall with another stent and the patient was sent to surgery to repair the dissection. Additional information regarding this event has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.